Manufacturer narrative:
A review of the available diagnostic data showed no indications of a device malfunction. A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced a heart attack. The patient was advised by their cardiologist to turn off the device until they can see the physician. The implanting physician does not believe the heart attack was related to the device.